Event description:
Customer requested device log review; nursing reported that a 250 ml infusion that was set to run at 115 ml/hr, and should have lasted for over 2 hours, emptied in 1-1/2 hours. Preliminary review of the device log does not show any of the stated programming on the date reported; however, there is programming consistent with customers report on 9/17 starting at 9:04 am. This programmed infusion ran until 10:36 am, and then appears to have been turned off. Provided customer with initial log review impression and requested device be sent in for further evaluation.

Manufacturer narrative:
(B)(4). Device has been received, investigation is not complete. A follow-up report will be submitted when investigation is complete.